Event description:
Boston scientific received information that this local representative contacted boston scientific and technical services (ts). This patient received an inappropriate shock approximately 2-3 hours after the implant procedure while lying in the hospital bed. A review of the episode identified a wandering baseline associated with small qrs amplitude resulting in oversensing. These signal changes were observed on the primary sense vector (sense b to can). There was no electrogram noise on the secondary sense vector. Ts discussed the possibility of air pockets near the sense b electrode and/or possible under insertion of the lead into the device. Ts suggested the physician obtain pa and lateral chest x-rays of the sense b electrode site for possible air pockets. Additionally, the physician could manipulate the site of the xyphoid/sense b incision to observe any signal changes. A shock impedance of 67 ohms indicated good connection to the shock electrode from the device. Ts suggested the option of reprogramming the sense vector to secondary to avoid using the sense b electrode. An air-related issue should resolve and the device sense vector could be reprogrammed back to primary. Boston scientific received information that the device sense vector was reprogrammed to secondary and the patient was discharged from the hospital. The device sense vectors will be checked again at the next in-clinic follow-up.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.